Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. This morning went to a couple stores. The patient kept leaking in her briefs. The patient had to change her briefs twice today. The patient did not feel stimulation. The therapy was on. The situation was not resolved. The patient was on program 4 at 2.4 volts. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. Increase amplitude. The patient felt stimulation in the correct area (i.e. Bike seat). The patient was on program 4 and she increased it to 2.5 volts. Symptoms reported were: the patient said yesterday the stim was painful. Event date: leaking: (B)(6) 2015; stim painful:(B)(6) 2015. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.